Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2016. It was reported that the patient was in the operating room for a pump revision due to the pump placement and discomfort when the patient is bending over. It was indicated that the pump was moving to a different site and that they would be doing a catheter revision because of that. It was indicated in this report that the pump was delivering bupivacaine [2 mg/ml] at a dose of 3.905 mg/day, baclofen [200 mcg/ml] at a dose of 39.05 mcg/day, and dilaudid [20 mg/ml] at a dose of 3.9 mg/day. No further information was reported.

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (200mcg/ml, 26.4mcg/day), dilaudid (20mg/ml, 2.64mg/day), and bupivacaine (2.0mg/ml, 26.40mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient experienced swelling following replacement surgery. The swelling resolved within a few weeks from surgery. The patient was "quiet for 2 weeks" and was now more active outside. The patient had weekly appointments on mondays following replacement to increase the medication to a therapeutic dose. The patient was not where they wanted to be. The patient did not have a telemetry printout from the adjustment on (B)(6) 2016,but had the one from (B)(6) 2016. The dilaudid was increased up over "4" and the patient was miserable/felt horrible since the replacement. The patient reportedly almost did not get another pump. The patient weaned their self off all of their oral medications; down to oral morphine (2x15 mg per day), including a muscle relaxer, and oral baclofen (10 mg tablet daily). The patient was currently taking morphine (4 x 30 mg tablet daily) and flexeril (10mg tablet daily). The patient was going to follow-up with their healthcare provider (hcp). The patient was seen on by the surgeon on (B)(6) 2016 and was told there was going to be another surgery to reposition the pump. The patient's pump was hitting the top of their left leg when bending forward, which began in (B)(6) 2016. The surgery would take place as soon as the patient could get in. The patient wanted the pump moved back to where it was. It was further stated there was an area that was open and the hcp prescribed a "salve." The patient did not know why it was open; open since approximately (B)(6) 2016. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.